Event description:
It was reported that during an esophagus resection, upon release of the firing handle, the handle did not return forward. The surgeon manually opened the two handles of the instrument and removed it from the tissue. The tissue had been cut, but no staples were visualized. Some staples protruded unformed and angled slightly to the side on one side of the cartridge and the staples on the other side appear to have been completely driven out of the staple housing. The area was bleeding. The case was completed by hand suturing through open thoracic access. The operation was extended by 3 hours, required conversion from endoscopic to open and require additional surgical intervention of two general surgeons.